Manufacturer narrative:
The investigation for the reported console (aic) shutdown/restart issue has been completed. The aic was returned for evaluation. During functional testing, the issue was not reproduced - there were no unusual delays after shutdown, and no failed shutdowns or boot-ups. The data logs reviewed from the reported day of event show ¿unexpected controller shutdown¿ alarm upon boot-up, and the number of log entries after first shutdown command was issued was uncharacteristically small. This confirms a failed shutdown. Amount of time that passed between last entry after shutdown, and first entry upon next boot-up, is consistent with the reported delay in the shutdown process. It is likely that the issue was caused by pbm not withdrawing power from aic components.

Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported that during impella cp explant procedure of 74-year-old female patient, the automated impella controller (aic) was impossible to shut down after disconnecting pump. The shut down screen was frozen for 37 minutes and there was continuous beeping. There were no alarms visible on the screen. There was no reported patient harm.